Event description:
A customer contacted beckman coulter inc. (Bci) stating that they noticed a leak on the unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.

Manufacturer narrative:
Based on available information, the tubing at no foam bottle was disconnected. Customer fitted tube back on to the bottle; however, this did not resolve the issue.